Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 700 (mg/dl) with small to medium levels of ketones. Reportedly, the suspected cause of the high bg was due to observing air bubbles in multiple infusion set tubings. To address bg, the customer changed pump supplies and administered two vials of insulin via manual injections per request from health care provider. As the customer experienced blurred vision, assistance was received from family members until bg returned to target. Reportedly, no air bubbles were observed after an infusion set from a different lot was used, and the issue was resolved.